Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 1.2mm x 15mm x 142cm fg coyote fc (emerge) balloon catheter was advanced for dilation with a 6fr non bsc device and backed up with 16fr mach, non bsc device and other guidewire and initially inflated at 8 atmospheres at 30 seconds. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 1.5 coyote es dilated and sized up with a 2x240 and 2.5-120 non bsc device. There were no patient complications reported. Patient was in good condition.